Event description:
The recipient reported that hearing was better when pressure was applied to a particular spot over the implant. This issue started early in 2017 and it occurs directly superior-anterior to the implant housing. According to the visiting physician, there was no noticeable sign of an air bubble over the reference electrode when palpating the implant side. However, the recipient has a post-nasal drip which results in frequently blowing the nose. The recipient performs well with the implant, so for the moment wearing a headband has been recommended and the user will be monitored (possibly autumn 2019).

Manufacturer narrative:
According to the information received from the field in situ measurements lately show an increased ground path impedance (gpi). Reportedly the recipient suffers from a post-nasal drip and blows the nose a lot. Therefore, the observed symptoms are likely caused by the presence of an air pocket over the reference electrode. In addition one channel has been disabled due to being extra-cochlea; as a full insertion was achieved at initial implantation, a partial migration out of cochlea is assumed. Reportedly, wearing a headband has been suggested and the user will be followed up. The device remains implanted and in use.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the recipient hears better when applying pressure to a particular spot over the implant.

Manufacturer narrative:
Conclusion device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field in situ measurements showed an increased ground path impedance (gpi), likely due to an insufficient contact of the reference electrode to connective tissue, caused by a silastic body, which was used to fixate the implant. The IFU aw101916 rev. 18.0 states following, "good physical and thus stable electrical contact between stimulation reference electrode and surrounding tissue is essential for electrical stimulation. Therefore, do not place any fixation sutures directly over the reference electrode and do not recess the stimulator too deeply to avoid any air gap over the reference electrode.". In addition, reportedly the recipient suffers from a post-nasal drip and blows the nose a lot, which might have contributed to the observed symptoms due to the presence of a possible air pocket over the reference electrode. Furthermore, one channel has been disabled due to being extra-cochlea; as a full insertion was achieved at initial implantation, a partial migration out of cochlea is assumed. Further the recipient suffered from a impairment of the sense of taste since implantation surgery, which is a known undesired side effect of otologic surgery. This is a final report.

Event description:
The recipient reported that hearing was better when pressure was applied to a particular spot over the implant. This issue started early in 2017 and it occurs directly superior-anterior to the implant housing. According to the visiting physician, there was no noticeable sign of an air bubble over the reference electrode when palpating the implant side. However, the recipient has a post-nasal drip which results in frequently blowing the nose. According to new information from decemer 2023 the user also experienced a "bubble" area over the implant on their scalp, which caused the implant to become loud when pressure was applied. Furthermore, the user noticed a reduced sense of taste since the surgery, predominantly on the left side. There is no history of ear infections, and their health, medication, and incidents related to the implant site have remained unchanged. The recipient has been re-implanted. As per the explant report form the elastic sheet was laying over the entire surface of the implant, likely blocking the reference electrodes from contacting soft tissue.